Event description:
Rn heard noise from pt's room. Immediately checked and found pt lying on floor. Urine on floor near pt's feet. Bed check on bed and turned on but not alarming. Bedrails up times 3. Pt verbalized orientation to place and name. Complained of pian in back of head. No other complaints. Small amount of blood noted back of head. Rn's noted that the bed check did go off when pt was repositioned while getting back in bed. But the bed check did not reset out of hold when pt's weight was fully on bedcheck pad (as in the normal operation of the bed check).